Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's ins was rapidly depleting of charge and patient was needing to charge every three days. Patient reported getting hit with a car door several years ago and then seeing a power on reset "por" on the programmer, but patient was able to use stim since then and rarely turned it off. The exact date was not provided. At the time of the report, patient was reprogrammed. Patient was to use less energy. Impedance check was done and were within normal limits. Upon interrogating the device, code 0x400 appeared on screen. Patient was reprogrammed and was getting great coverage and was anticipated would require less frequent charging. The issue was resolved at the time of the report. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.